Manufacturer narrative:
According to the available information, the patient's legal representative stated urgency, recurrent uti, pelvic and perineal pain. Supris was implanted on (B)(6) 2012 and remains implanted. Corrective action: management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to the reported complaints are captured in the product risk documentation. Based on this, and because the device is not available for evaluation, no further corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, additional information received on 04/19/2021. Dysuria, urinary frequency, urinary hesitancy, nocturia, urgency, strain to urinate, recurrent uti and groin pains, abdominal pain, back pain, pelvic and perineal pain. Cystoscopy for uti¿s, diffuse cystitis changes noted, ua with moderate leukocytes. On (B)(6) 2016: excision of urethral sling and cystoscopy for pelvic pain. Patient's legal representative stated severe pain with daily activities and intercourse, urinary incontinence, physical deformity, and the loss of ability to perform sexually. Urgency, recurrent uti, pelvic and perineal pain. No other adverse patient effects were reported.